Event description:
It was reported that when the device was used during a new anterior resection, the device would not staple, but did cut. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.